Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5093359 that a female patient underwent a breast surgery with two 375cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including swollen face, weight gain, brain fog, hair loss, cognitive issues (difficulty finding words), food sensitivities, loss of libido, and fatigue. In addition, the patient stated that she was diagnosed with hashimoto¿s disease in 2015. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient had the implants explanted in 2016. This report is for the right prosthesis.